Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Caller reported the customer (child of (B)(6) years) received a sensor scan result of 56 mg/dl and was treated with "3 pieces of sugar". A subsequent scan result of 57 mg/dl was obtained compared to a competitor brand meter reading of 258 mg/dl, and customer was treated with 14 units of novorapid insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Caller reported the customer ((B)(6)) received a sensor scan result of 56 mg/dl and was treated with "3 pieces of sugar". A subsequent scan result of 57 mg/dl was obtained compared to a competitor brand meter reading of 258 mg/dl, and customer was treated with 14 units of novorapid insulin. No further treatment was reported. There was no report of death or permanent injury associated with this event.